Event description:
The light fell off down tube. The key fell out a few days prior, no one was hurt.

Manufacturer narrative:
An upgrade to this product was installed prior to the light falling. During the upgrade, the installer failed to follow the upgrade instructions and reused an incompatible collar and key which holds the light arm in place.